Manufacturer narrative:
Medical device information references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported an implantable neurostimulator(ins) was explanted because it was extruding. There were no patient symptoms reported. The ins was indicated for fecal incontinence/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.